Event description:
Boston scientific was notified that the idc coil was inserted into the lesion using a renegade catheter. The attending physician was unable to detach the coil and it subsequently became stretched. During retrieval of the device, it was found to have unexpectedly detached. The detached coil was retrieved using a gooseneck.